Event description:
The reporter stated that the cerebrospinal fluid in the drain does not flow from the burette to the collection bag when the user attempted to open the stopcock. The device was replaced. Two other drains with the same lot number were observed to have the same fault.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.